Event description:
Boston scientific received information that this patient informed the hospital that this device had been beeping. During a follow up it was noted that this device had beeped due to extended charge times, and elective replacement indicator (eri) had been triggered. Premature battery depletion was suspected. A revision procedure has been scheduled. No adverse patient effects were reported.

Manufacturer narrative:
A revision procedure took place. This device was explanted and will be returned. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a review of device memory revealed that the device declared elective replacement indicator (eri) after experiencing two consecutive charge times greater than the extended mid-life eri charge time limit. The observed rate of battery usage was compared to the expected rate of battery usage; the results indicated that the monitoring voltage was normal. Although the battery itself had not depleted prematurely, eri was triggered earlier than expected by extended charge times due to a higher-than-typical buildup of internal battery impedance.

Manufacturer narrative:
Upon additional information this investigation will be updated.